Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, while cleaning the dc extension cable, the insulation was observed to be stripped at the end of the cord. The hospital did not report any pt effects. The hospital intends to return the product in question.